Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in a revision procedure due to perforation. The lead perforated the myocardium of the patient's right ventricle during initial implant but was noted at that time. During the subsequent revision the lead was explanted and replaced. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.